Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was intermittently undersensing on recorded atrial arrhythmias causing false/early termination of episodes and intermittent atrioventricular synchronizes pacing. It was noted the ra lead was also intermittently oversensing. Follow up yielded no intervention was done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rhythm and vital signs change with the patient. An interrogation report showed the right atrial (ra) lead was intermittently undersensing on recorded atrial arrhythmias causing false/early termination of episodes and intermittent atrioventricular synchronizes pacing. It was noted the ra lead was also intermittently oversensing. Follow up yielded no intervention was done. No further patient complications have been reported as a result of this event.